Manufacturer narrative:
(B)(4). The excor driving tube lot 00018406 was used from (B)(6) 2013 to (B)(6) 2014 for 293 days. The drive line that is the subject of this report was evaluated by the manufacture of the drive line. Review of the lot history record for this lot and the manufacturing process did not show any discrepancy or any problem related to manufacturing process. The drive line broke at the known position near the transition from the thicker to the thinner segment. This area of the drive line is where the most stress is applied by external forces during usage. Excessive external forces can cause a leak of the drive line. Therefore exposure of the driving tube to excessive external forces cannot be excluded. In the end it is not possible to determine the definite cause of the initial damage.

Event description:
Site called berlin heart clinical affairs to report that the beside nursing staff noticed that there was an air leak in the drive line where the drive line steps down at the connection site to the blood pump. The perfusionists were called to the bedside to change the drive line. The drive line was changed without incident. The patient suffered no ill effects during the time the line was leaking. The patient remains stable on the device.